Manufacturer narrative:
(B)(4).

Event description:
It was reported that audio alert was too loud occurred. Date of issue is an approximation. The patient stated that he has lost some hearing in his left ear due to the audio alerts in the application. He started using the cgm sometime early in (B)(6) of 2020, and the first or second time the alert went off he was on the phone at the time, so the phone was next to his ear. He stated the alert was very loud and that afterwards his ear was ringing for about one minute or so with a long low beep tone. The ringing went away, but then he could not hear well out of his left ear. He had a total of about 3-4 similar events of the alarm going off loudly while he was talking on the phone. He went to an ent (ear, nose and throat) doctor and testing had been done including a compression test; his hearing is at 66 decibels. He stated that his balance was also affected. He was scheduled for a balance test and MRI (magnetic resonance image). He has since set the alert to vibrate which is working well. The balance deficit had improved some. The hearing loss has not improved; he stated that his physician indicated it was caused by the cgm alert and could be permanent, although this is not known for sure. He was prescribed oral methylprednisolone and acyclovir. At the time of the report, the patient was doing well. Data was received but will not be investigated as it will not confirm the allegation or determine a probable cause. No additional patient or event information is available.